Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire was returned for evaluation. The coil wire was found detached from the core at the tip solder. The detached coil wire was stretched for approximately 5mm long. Widened coil pitch was observed for approximately 15mm proximal to the tip. Microscopic observation showed the machine-cut end of the coil wire. There was a trace of soldering on the stretched coil wire. It was concluded that the coil wire came off the tip solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion exceeding the product's design limit was continuously applied on the guide wire likely when the wire tip was being trapped in the severely calcified cto. The excess torsion made the coil wire loosened and eventually detached from the tip solder. Tensile stress generated with wire removal likely led the detached coil to get stretched. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the tip segment of an asahi guide wire damaged during a ppi to treat a 30mm severely calcified cto in the sfa. A penetration catheter and a guide wire were used in attempts to cross, however, both failed to cross. The asahi guide wire was then advanced to the lesion when it became trapped in the lesion. Upon removal, damage on the tip segment was noted. A new guide wire was replaced to resume the procedure. Recanalization of the sfa was successfully achieved by poba. There were no adverse effects on the patient after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.